Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant stent graft system was implanted during the endovascular treatment of an abdominal aortic aneurysm. It was reported a follow up CT scan conducted apptox. 13 years, 6 months post index procedure, revealed a suspected endoleak but it was not confirmed. The physician scheduled an exploratory angiogram 18 days later which identified a suspected type ib endoleak on the left iliac endurant limb. Intervention was performed on the same day and a endurant (etlw1620c93e) limb extension was implanted to address the endoleak fix the leak, effectively resolving it. Per the physician the cause of the type ib endoleak was anatomy related due the left iliac enlarging over time exceeding the original stent diameter since the initial implantation. No additional clinical sequalae were provided and the patient is fine.